Manufacturer narrative:
Initial and final MDR 1883841 - device 1 of 7.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set fell off during use from (B)(6) 2024 to (B)(6) 2024. The blood glucose level of the patient was 400 mg/dl. The issue occurred with seven similar types of infusion set used for 48 hours for event one and 24 hours for other events. No further information available.